Manufacturer narrative:
The technician found the foot hi/low valve in the hydraulic block was not working. He replaced the valve to repair the bed.

Event description:
Info received indicates the foot hi/low drifts down.